Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in a mildly tortuous and severely calcified vessel in the upper left arm. A 8.0 x 40mm, 75cm mustang balloon catheter was advanced for dilatation. However, on initial inflation at 60 seconds, the balloon ruptured. The device was completely removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.